Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the right atrial lead was unable to be successfully implanted as it is believed that physician over-torqued helix during helix extension phase, as a result, this lead was suspected to be fractured. There is reasonable evidence that suggests this lead was fractured as upon connection to the pacing system analyzer, this lead exhibited noise, high out of range pacing impedances and loss of capture. This lead was successfully replaced. Should this lead have remained implanted, this would be likely to compromise critical therapy for the patient. No adverse patient effects.

Event description:
It was reported that the right atrial lead was unable to be successfully implanted as it is believed that physician over-torqued helix during helix extension phase, as a result, this lead was suspected to be fractured. There is reasonable evidence that suggests this lead was fractured as upon connection to the pacing system analyzer, this lead exhibited noise, high out of range pacing impedances and loss of capture. This lead was successfully replaced. Should this lead have remained implanted, this would be likely to compromise critical therapy for the patient. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break near the tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.